Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultralink meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed, the alleged issue began at approximately 7:10am on the same day she contacted lfs for assistance. She reported that just prior to testing she was experiencing symptoms of "tiredness, lethargy and irritability" and therefore needed to check her blood glucose when the alleged issue occurred. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and denied making any changes to her usual diabetes management routine as a result of the alleged issue. She stated that she was able to use her back up meter (ultra2) immediately afterwards and reported a blood glucose value of "60mg/dl" and therefore, as a result of her symptoms and result obtained on her other meter she self treated by drinking orange juice just after testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due. The issue remained unresolved after troubleshooting and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and her symptoms did not meet lfs's definition of a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue since she was able to check her blood glucose using another device prior to treating. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.